Event description:
It was reported there was no consequences to the patient. The procedure was for a fractured humerus.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation evaluation: the investigation of the complained drill bit shows that the tip of the instrument broke off. The locking compression plate (lcp) drill bit was analyzed for conformance to print specifications as well as the device history record was researched with no abnormal findings identified. The cross section surface shows no irregularities (unfortunately, the broken part was not returned). Based on these findings, we conclude that the cause of failure is not due to any manufacturing non-conformances. Unfortunately, we are not able to determine the exact cause which led to this occurrence. It is likely that a mechanical overloading situation led to the breakage. Please note: blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. It is likely that the drill bit was exposed to parameters outside approved range. No product fault could be detected; no further action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a drill bit broke during a surgical procedure. The surgeon used a similar drill bit to complete the surgery. A surgical delay of two (2) minutes was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient¿s year of birth was provided ¿ 1970. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received as of yet. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(6) - manufacturing date: february 1, 2012 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.